Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 20 mg/ml morphine at 0.65 mg/day via an implantable pump for spinal pain. It was reported that the patient had an MRI on (B)(6) 2017 and no one had read the pump until after the hcp did last week. The hcp had noticed the pump still said motor stall and tube set. The patient was sent to his physician and by then the log was showing for recovery. It was stated the patient thought he was having an increase in pain in the weeks after the MRI, however it was indicated that at that point both the hcp and patient thought the pump had been stopped the entire time so the hcp was not sure whether she might have put that idea in his head. It was further stated that the hcp was not sure the symptoms were related to the system. A refill was not performed, but the patient did not go through withdrawal or anything, although it was stated the patient was on a relatively low dose.